Event description:
It was reported that the patient experienced peritonitis, manifested by abdomen pain, cloudy pd fluids and diarrhea, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment was not reported. The patient was reported to be recovering from the peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was not responding to treatment for the peritonitis. The patient's catheter was removed and hemodialysis was initiated. The patient had not yet recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.